Manufacturer narrative:
Concomitant medical products: catheter model # 8731sc lot # n197196003 implanted on: (B)(6) 2011 explanted on: unknown. Catheter model # 8709sc lot # n276884015 implanted: (B)(6) 2011 explanted: unknown; dacron pouch lot # n275597 implanted: (B)(6) 2011 catheter model # unknown, lot # unknown, implanted: unknown. Explanted;unknown. Analysis of the pump revealed no anomaly found. Analysis of the partial catheter revealed no significant anomaly found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that following routine pump replacement due to end-of-life, the patient developed an infection and sepsis at the pump site. The pump started to erode/pop through the skin. The patient's mother elected not to have any additional measures taken to address the infection so no antibiotics were given. The patient died. Per the hcp, the patient's death was not device related. The device was used to deliver baclofen and morphine.